Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.